Manufacturer narrative:
The insulin pump had button error alarm and no up button response due to corroded keypad traces. No moisture damage inside the device was noted. The device was received with a scratched lcd window, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
The customer's spouse reported via phone call that the insulin pump alarmed button error after it got wet in the ocean. Customer's blood glucose value was 100 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.